Event description:
On (B)(6) 2025, prior to a port placement procedure using the MRI powerport isp. It was reported that the syringe which has the rubber piston allegedly detached from the plunger, it is not possible to use it in the procedure. A new syringe is opened. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp MRI 8cf int. W/sp, att, sl products that are cleared in the us. The pro code and 510 k number for the powerport isp MRI 8cf int. W/sp, att, sl products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one monoject syringe was returned for sample evaluation. Along with return sample one photo was provided for the review. Visual evaluations were performed. The sample noted to be clean. The plunger was noted to be inserted fully into the syringe. The rubber seal noted to be completely detached from the plunger. Detachment was noted in photo review as well. Therefore, the investigation is confirmed for the reported rubber piston detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion), section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp MRI 8cf int. W/sp, att, sl products that are cleared in the us. The pro code and 510 k number for the powerport isp MRI 8cf int. W/sp, att, sl products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a port placement procedure using the MRI powerport isp. It was reported that the syringe which has the rubber piston allegedly detached from the plunger, it is not possible to use it in the procedure. A new syringe is opened. There was no patient contact.